Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Correction: primary product batch/lot number under section d was updated to k12230817 0214.